Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient started shaking and noticed her cgm values were decreasing so she drank a half of a soda. Fifteen minutes later, the cgm value was still in the 60s mg/dl range, her husband offered her some food but she was confused if her glucose was going up or still in the 60s mg/dl as the cgm displayed. She went to the emergency department (ed) for evaluation and her bg on admission was 95 mg/dl but the cgm displayed 63 mg/dl. While in the ed, her bg was tested three times and each time it was between 90 ¿ 100 mg/dl but the cgm continued to alert for values in the 60s mg/dl range. The patient was treated with IV fluids and discharged later that day. At the time of report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.